Event description:
The patient contacted animas on (B)(6) 2012 stating the ok button was intermittently unresponsive for about two months. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are unresponsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.